Event description:
The consumer stated that the string detached from her tampon causing the tampon to come apart upon removal.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.